Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator in a pacemaker dependent patient. The device remained implanted in the abdomen and a new system was implanted in the patients chest.